Event description:
Consumer complaint of about low blood results. Customer received a 296 mg/dl on the trueresult compared to 427 on the paramedic's meter within 3 minutes. Customer performed a blood test this am with a result of 250 mg/dl.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014). Device not returned. Most likely underlying root cause of malfunction: use error (poor storage, reused strips, poor fill, inaccurate reference).